Manufacturer narrative:
Qc was within the established ranges on the day of the event. A system check was performed on (B)(4) 2010 and the results were within the instrument specifications. This access 2 had been recently been removed from an integrated system and moved across the laboratory. The customer believes this was a contributing factor for this event. The customer recalibrated accutni and the testing produced expected patient results. Service was not dispatched for this event. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low troponin (accutni) result of 0.02 ng/ml for one patient generated by synchron lxi 725 clinical system. The result was reported out of the laboratory. Repeat test produced a result of 0.07 ng/ml within the risk stratification range. There was no report of death, injury, or change to patient treatment attributed or connected to this event. Note: the normal reference range is 0 - 0.04 ng/ml, and ami cutoff is 0.50 ng/ml.